Manufacturer narrative:
Follow-up # 1 date of submission 05/16/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn at the ok button, exposing the button contact. When the pump was turned on, the keypad was auto-scrolling and the buttons could not be tested. The keypad was removed and no damage was found. The pump was opened and moisture corrosion was found on the keypad flex connector.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons required multiple presses to elicit a response and that the keypad button symbols were worn off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.